Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unknown quantity of vial-mate reconstitution devices had leaked. The location of the leak was seen between the "blue part" and the "white part." It is unknown at what step of the process this event occurred. The vial-mates were attached to bags of normal saline. Patient involvement is unknown, however no patient injury, medical intervention, nor adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The exact date of the event is unknown. Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, this device is not available for evaluation. Should the device and/or any additional relevant information become available, a follow-up report will be submitted.